Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Gtin and PMA/510(k)# is unknown since catalog # is unknown. Should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was unstable and had extended hospitalization.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: patient instability and extended hospitalization. Probable root cause: - cables - connectors - digital board - power supply - filter / fuse - ac inlet board - main board - transition board - intermittence between transition board and ch connector - software - scope - light source - camera head - coupler - 1488 & 1588 extension cable - intermittence while using rf devices - problem toggling light source or from camera head - connected monitors - leaking - use error.

Event description:
It was reported that the patient was unstable and had extended hospitalization.